Manufacturer narrative:
The insulin pump received with currents in spec. Device passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip and cracked lcd window. Device prime properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to be stuck in the "preparing to prime" loop. Customer reported that insulin continued to drip after motor stopped during manual prime process. Customer's blood glucose was unknown. During troubleshooting, insulin pump did not beep nor did numbers appear on screen. Customer was advised that insulin pump would need to be replaced.